Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 06/18/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
The needles mentioned were supplied by bundebeschaffung with the comirnaty covid vaccine.there are increasing reports that the needles supplied with the comirnaty vaccine are far too long and that it is very difficult or impossible to vaccinate with them.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.